Event description:
The pt reported the adhesive on her insulin infusion sets are not adhering properly. During troubleshooting, the pt stated that she swims in a chlorine pool daily and changes her infusion headset approximately every 2 days. She said she uses prep wipes and waits until it is completely dry to insert the headset. The pt was advised on insertion techniques. On follow up, the pt stated she has had no further issues with the infusion set not sticking. The pt stated she discarded the infusion sets at issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.